Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that total parenteral nutrition (tpn) was programmed to infuse at 180ml/hr for ten (10) hours, then 100ml/hr for two (2) hours. Lipid emulsion was also infusing on a second channel at 42ml/hr. It was reported by the customer that the day shift clinician identified that fat emulsion was complete but tpn had around 1200ml still in bag, when they should have been finished together. Per medication administration record (mar) it does appear rate of tpn was stopped at 2352 and was resumed at 100ml/hr after restarting pump. Following discussion with pharmacy and patient lab draw tpn was discontinued. Pump was exchanged for a new pump. Patient remained stable with stable labs and vital signs, no apparent harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion of tpn was confirmed via log analysis and was recorded to have been manually turned off without restarting. Laboratory test results performed on the reported suspect device confirmed that the pump module to be within specification for rate accuracy and was operating as intended. The pcu and pump module logs were retrieved from the emails provided by the facility to ascertain event details associated with the reported event. The customer reported the date of the event to be 23sep2024 at 08:53 pm. On (B)(6) 2024, at 8:52 pm, an infusion was started using pump module 8100 (sn: (B)(6) on channel a, with a rate of 180 ml/h and a volume to be infused (vtbi) of 1800 ml. The initial primary volume infused (pvi) was 6628.09 ml. At 11:52 pm, an air-in-line (ail) alarm was triggered with a pvi of 7168.73 ml, and the alarm was silenced a minute later. On (B)(6) 2024, at 12:03 am, the unit channel was turned off, stopping the infusion with a pvi of 7168.73 ml. Finally, at 8:55 am, the unit was powered off and removed, with a total pvi of 7168.73 ml and an svi of 0 ml. It should be noted that according to the records, the infusion of tpn was terminated at 12:03 am on (B)(6) 2024 and no further continuation of infusion was recorded. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The pcu event log could not determine why the infusion of tpn that was programmed to infuse for approximately 10 hours was terminated early after only infusing for 3 hours and 11 minutes. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion of tpn is attributed to the infusion being manually turned off on (B)(6) 2024 at the time of 12:03 am and was not restarted. Note that imdrf annex a0401, c07, d15, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that total parenteral nutrition (tpn) was programmed to infuse at 180ml/hr for ten (10) hours, then 100ml/hr for two (2) hours. Lipid emulsion was also infusing on a second channel at 42ml/hr. It was reported by the customer that the day shift clinician identified that fat emulsion was complete but tpn had around 1200ml still in bag, when they should have been finished together. Per medication administration record (mar) it does appear rate of tpn was stopped at 2352 and was resumed at 100ml/hr after restarting pump. Following discussion with pharmacy and patient lab draw tpn was discontinued. Pump was exchanged for a new pump. Patient remained stable with stable labs and vital signs, no apparent harm.